Manufacturer narrative:
The reported event of resistance when advancing the plug from the loader to the delivery sheath and a kink at the tip of the pusher wire could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 14mm amplatzer vascular plug ii(avpii) was selected for embolization in the left internal iliac artery via the right femoral artery. When the avpii was attempted to insert into a 6fr flexor ansel guiding sheath(by cook medical), there was large resistance felt advancing the avpii from the loader near the catheter hub; the avpii could not be inserted into the guiding sheath. When the avpii was removed, and confirmed outside of the patient body, about 10mm away from the tip of the pusher wire was found to have kinked. A 14mm amplatzer vascular plug(avp) was used instead and the procedure was completed successfully. Other than the procedure delay, there was no adverse consequence to the patient. Although there might be possibility of the guiding sheath lumen being flat, there was no vessel tortuosity where the loader and the catheter hub was placed inside the patient, and therefore, the physician does not think the catheter lumen shape was the cause, but details are unknown. Besides, the replacement avp was able to deliver through the sheath without any resistance.